Manufacturer narrative:
H10: device evaluation: the device was not returned for investigation. One (1) picture was attached, during the analysis conducted it could be observed a leek fleeing from the connection between the adapter and the tube; thus failure mode is confirmed. Other analysis was not required. After sample evaluation the most probable root cause for the leak condition is due to lack of adhesive between tube with the base tube, during bonding assembly, procedure was not correctly followed. The customer stated problem was confirmed. The cause of the reported problem was traced to the manufacturing process. An awareness notification was conducted by the quality engineer to the production personnel in order to explain the importance of adherence to the manufacturing procedure. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a handful of level 1 tubing is either leaking from the heat exchanger (top or bottom side) or from another area. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.